Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the device was fractured upon opening the package. As a result the device was replaced and the procedure completed. There was no damage to the packaging. A new device was used to treat the patient. The patient was undergoing thrombectomy surgery for treatment of an ischemic stroke. There were no related patient symptoms.

Manufacturer narrative:
The solitaire fr revascularization device was returned within an opened solitaire fr inner pouch and back loaded within a dispenser coil. The solitaire fr revascularization device was removed from within the dispenser coil with resistance. The solitaire fr revascularization device was returned without its introducer sheath. No bends were found with the pushwire. The marker coil was found bent. In addition, the stent attachment zone was found bent. The stent tear drop struts were found bent with one broken strut. During handling, the second stent tear drop strut broke. The stent working length struts were found in good condition. The solitaire fr stent was sent out for scanning electron microscopy (sem) analysis of the broken struts. Per the sem analysis report, the strut broken end labeled as ¿a¿ width and the thickness were measured to be which is within specification. The strut broken end labeled as ¿b¿ width and the thickness were measured to be within specification. Fatigue cracking initiated from the wire surface followed by ductile overload failure for both wire ends. No other anomalies were observed. Based on the device analysis and reported information, the report of ¿separation¿ was confirmed. As the solitaire fr revascularization device was returned without its introducer sheath, with the marker coil damaged and with the stent bent and broken, it appears the device was used, and this was not an ¿out of box¿ failure. The damages to the device (bent marker coil/stent) are consistent with damage caused by resistance. However, the root cause for the damages could not be determined. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Regarding the strut break issue the investigation determined that this event was similar to an event that had already been investigated, and another investigation is not necessary. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.